Event description:
The customer reported a malfunction on the pump with a specific malfunction code. There was no adverse impact to the customer's blood glucose level as it did not exceed known limits. Technical support resolved the issue by sending a replacement pump with updated software. The customer was informed about using multiple daily injections (mdi) as backup therapy, the process for returning the faulty pump, and the need to program settings and connect their continuous glucose monitor (cgm) to the new device.